Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device would not advance into the artery. The patient was reported to be fine. The procedure outcome was reported to be successful. Additional information was received on 3/14/2018. A second device was used to reach hemostasis. No blood loss was reported.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6 fr angio-seal vip was returned for evaluation. The following components were returned: the hemostatic sheath mated with the arteriotomy locator and the carrier tube assembly. No other accessory components were returned. Visual inspection of the mated arteriotomy locator and hemostatic sheath revealed a slight bend in the device. Microscopic visualization of the mated hemostatic sheath and arteriotomy locator revealed no anomalies surrounding the transition between the two components. Functional testing was conducted on the returned device. The arteriotomy locator was removed. The carrier tube assembly was inserted into the hemostatic sheath. The deployment sleeve was moved into the forward lock position. The anchor was exposed. The deployment sleeve was moved into the full rear locked position and the anchor posted. The device deployed correctly without any issues. No anomalies were noted. The complaint could not be confirmed for insertion difficulty. The device was able to be deployed as intended. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being reported as follow up no. 1 to provide the device return date in section.